Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched. He found a reporting software computer failure, order new all in one computer. Arrived on 10-may-2016 and confirmed the old compuer failure. Removed the hard drive from old computer and gave it to michelle / lab tech. The new computer didn't arrived at site on 10-may-2016. Another fse installed the reporting software computer on 11-may-2016 when it arrived - installed replacement all in one pc preloaded with reporting software. Verified settings anf tranmission output via hyper terminal. Customer called to verify system working after va biloxi, their it support, reset the interface. The most probable cause of the reported event was a computer failure. The serial number of the g8 analyzer installed at this account (12170703) was extracted from the instalation date of the device file.

Event description:
On (B)(6) 2016 the customer reported the dell won't power up with their hlc-723g8 analyzer. Customer reported that the analyzer was plugged into an ups with other things that are working. They doesn't hear the dell come on. Plug into wall. Check cables - difficult to untangle so didn't get that done. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.